Event description:
It was reported that the patient presented for generator change. Occasional post-paced t-wave oversensing (pptwos) was detected, only during right ventricular (rv) pacing. Programming change was made, and no other oversensing was seen. The device was explanted and discarded, and a new device was implanted without difficulty. The patient was asymptomatic.